Event description:
The pt was seen in recovery and it was noted that he had a leg length discrepancy. The surgeon decided to return the pt to theatre. This stem had been insitu for about 3 hrs. It was noted that a small amount of the ha coating had come away from the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.